Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. E1 - initial reporter phone: (B)(6).

Event description:
The event involved chemosafelock bag spike. It was reported leakage. Unknown how was the event is noted. The sample is available to be sent for evaluation. There was no reported patient involvement.